Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The customer was instructed in proper shutdown and blood up procedures. The system operates as intended.

Event description:
It was reported that the system shut down on its own. No pt injury was reported.